Event description:
When the catheter was placed, the nurse got good blood return and reported it was an easy insertion. Sometime after placement, the pt experienced leakage at the exit site between infusions. The catheter was exchanged over the guidewire with a catheter placed to the mid-clavicular region, and no problems were reported since then.